Event description:
It was reported that the health care provider (hcp) had difficulty accessing the center port. The hcp was experienced but did report that the patient noted the pump moved around a lot. The hcp had a ¿bad feeling¿ that the pump flipped over. The pump was even close to the surface of the skin. Templates were attempted however this was still unsuccessful. This device system delivered lioresal. It was later reported that patient was in the fluoroscopy department to be imaged. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump was found to be flipped under fluoroscopy. The surgeon was called to explant and there had been no pump fill since.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was flipped at the last refill and that the physician flipped it back and was able to do the refill. The date of the refill was not reported. The device system was used to infuse lioresal.